Event description:
Report received of an error in programming the device. This was found during a retrospective analysis of the pump history by the manufacturer. The pump was programmed at 2:07pm in the pca only mode to deliver morphine 1mg/ml with a pca dose of 1mg, a pt lockout of 6 minutes, and a 4-hour limit of 35mg. At 2:44pm, the nurse administered a loading does of 4mg, instead of the intended 2-3mg as ordered by the physician. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to manufacturer by the customer. No additional info was available.